Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2010. Prior to use on the patient, there was difficulty removing the blue plastic cap that sits over the trocar on the drain. It was extremely hard to remove. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/08/2011. (B)(4) - trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.